Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's system was completely removed due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.